Manufacturer narrative:
Device manufacture date: unknown. Bd received 1 sample and 8 photos from the customer facility for investigation. Based on the visual inspection of the sample, bd observed foreign matter on both the outside and inside of the sealed blister package. Further analysis of the sample confirmed that the foreign matter exhibited properties that were consistent with human blood. Additionally, 50 retention samples were selected from in-house inventory and inspected for the presence of foreign matter, and no issues were observed as all retention samples met specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: the complaint is confirmed. Training has been issued to employees about what to do if hurt at work.

Event description:
It was reported that a bd vacutainer® safety-lok¿ blood collection set had presence of blood inside and outside of the packaging. It was reported to be hermetically sealed. There was no report of serious injury or medical intervention.